Event description:
It was reported that there was a lead fracture. The lead was originally capped and replaced on (B)(6), 2006. It was later explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary (B)(4) the distal portion of the 6947 lead was returned, analyzed and no anomalies were found. It was noted that the visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that there was a lead fracture. The lead was originally capped and replaced on (B)(6) 2006. It was later explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.